Event description:
Information received with return of the explanted device notes that the patient "complained of poor health condition" and went to the hospital. An ECG showed no ventricular pacing and ventricular lead impedance >1990 ohms. After the lead tested normal, the pulse generator was replaced.